Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) did not capture pace. The epg passed all incoming functional and sigma pace bench tests. The output connector assembly was replaced as a preventative measure. It was also determined at analysis that the hanger assembly was cracked, and the display wire insulation was pinched, the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not capture pace. It was noted that safety testing was carried out on the epg with no issue found. The epg has been returned to service. There was no patient involvement.